Event description:
It was reported that a cartridge alarm 16 occurred. The customer experienced a blood glucose (bg) level displayed as "high" on the continuous glucose monitor. Reportedly, a new cartridge was successfully loaded after the pump was reset. A correction bolus was delivered to address bg.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.